Event description:
The 56 year old patient had placed implants in 1979. Since 1984 the patient has experienced imbalance, dizziness with episodes lasting one hour, left ear pain and hearing loss. She has been worked up and there was a diagnosis of meniere's disease and migraines. She has also suffered from fatigue, dry eyes and forgetfullness. A result of the fatigue was that she quit her job. The patient had a bilateral periprosthetic with removal of the implants. On the right side the implant was intact and on the back of the implatn was anotation 235cc. On the left side the implant was sticky and there was two pinhole areas. Silicone gel had escaped.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.